Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4). The product is not returned to bwi.

Event description:
It was reported that dr. (B)(6) reported two adverse events which occurred during his study on an atrial fibrillation symposium on (B)(6) 2017. One case is transient ischemic attack occurred one week after procedure, which is possibly procedure related. The other case is pulmonary vein stenosis due to user error. No procedure date is available, suggesting (B)(6) 2017. Product is not going to be returned. No other information is available. Title: ¿determinants of gap in cf-guided pv encircling¿. Suspect device is a smarttouch catheter, however catalog and lot number are unknown.